Event description:
It was reported that the patients ipg was non-functional. The patient underwent a system explant procedure. The explanted device components will not be returned as they were not released by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8116-50, serial: (B)(4), batch: (B)(4).